Event description:
The customer observed falsely depressed architect total b-hcg results when compared to results from another method for one 27-year-old female patient. The architect total b-hcg result for sid (B)(6) was <1.2 miu/ml on the initial test and on the retest. The colloidal gold method was positive. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect total b-hcg reagent lot 78462ud01 to address the customer¿s observation of falsely depressed results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the architect total b-hcg reagent lot 78462ud01.

Event description:
The customer observed falsely depressed architect total b-hcg results when compared to results from another method for one 27-year-old female patient. The architect total b-hcg result for sid: (B)(6) was <1.2 miu/ml on the initial test and on the retest. The colloidal gold method was positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.